Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently shuts down in battery power. It was indicated that the device operates appropriately with ac power. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.